Event description:
It was reported noise was observed on the atrial lead. No patient symptoms were reported. It was determined that an insulation anomaly was present. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).